Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer1227 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the port needle cracked at the base of the connection to the y where the extension set starts. The product fails on the 2nd or 3rd day of use. The product is used to access a dual lumen port used for tpn and hydration/medication delivery."